Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was discolored, showing evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being cr imped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. Thrombus was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the receipt condition, a sizing simulation to evaluate against the alleged sizing event cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: nine images of the event reported were provided. Two images of the computed tomography (CT) scan summary showing ca+ was provided. There were no full CT or executive summary provided or anatomical considerations. It was reported that fluoroscopic images of the valve load confirmed the valve was loaded properly. Evidence shows fluoroscopic image of the valve load; however, the valve is not rotated 360 degrees, therefore it cannot be confirmed the valve was loaded properly. Position the capsule flat on an area that will not impede clarity of the device, slowly rotate the capsule 360° and inspect the valve for any indications of a misload. It was reported that pre-dilatation was performed using a 24 millimeter balloon. It was reported that during the first implantation attempt with the initial valve, the prosthesis appeared under expanded with a possible infolding. Evidence supports an under-expanded valve with a possible infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. It was then reported that a new valve was loaded, and fluoroscopy confirmed correct loading. The valve was then released without complications. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a 20-minute procedure delay occurred in result of the infold and expansion issues. Additionally, the patient had severe calcification that contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012779398); product type: 0195-heart valves; product ID evfxplus-34 (unknown serial/lot); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure for heavily calcified aortic valve stenosis, a pre-dilatation was performed using a 24 millimeter balloon. Fluoroscopic imaging confirmed that the transcatheter aortic valve was properly loaded. During the first implantation attempt with the initial valve, the prosthesis appeared under-expanded with a possible infolding. A second implantation attempt was made with the same valve, but the prosthesis again appeared significantly under-expanded, leading to removal of the device. A new valve was loaded, and fluoroscopy confirmed correct loading. During the first implantation attempt with the new valve, the prosthesis again appeared under-expanded, though without infolding. The valve was then released, post-dilated, and the procedure was successfully completed.